Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel perforation occurred. The lesion was located in the right coronary artery (rca). The 300 floppy j choice guidewire was placed into the distal rca and a promus stent was successfully deployed in the ostial region of the proximal rca. As the physician removed the choice guidewire, a very small perforation was noted in the distal rca. The physician advanced a small maverick balloon to treat the perforation. A CT scan was performed to confirm that the perforation had sealed off. No further patient complications were reported and the patient's status was noted as 'ok'.